Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (no power) issue. The reporter stated that the pump will not power on. It was reported there were no tones or vibration and the battery cap was secure to the pump. It was also reported that the battery cap has not been changed in over a year. It is stated in the user¿s manual that the cap be changed every three to six months. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.